Event description:
It was reported that the nurse stated about water flow rate (wfr) but wanted to check in. Water flow rate (wfr) was 0.7 l/m neonatal pads connected in an arctic sun device. Noted that they were received alert about air leak. They were not in front of the device and did not have portable. Walked through stop therapy, drain, disconnect and reconnect holding nowhere near clear connectors. Verify audible clicks with each connection. Make sure all lines were straight with no bends or kinks. Make sure fluid delivery line (fdl) was secure and in lock position. Restart therapy and make sure water flow rate (wfr) was above 0.5 l/m and alert go away. Advised if water flow rate (wfr) was not above 0.5 l/m or alert remained to call back from a cell so that they could do additional troubleshooting.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated about water flow rate (wfr) but wanted to check in. Water flow rate (wfr) was 0.7 l/m neonatal pads connected in an arctic sun device. Noted that they were received alert about air leak. They were not in front of the device and did not have portable. Walked through stop therapy, drain, disconnect and reconnect holding nowhere near clear connectors. Verify audible clicks with each connection. Make sure all lines were straight with no bends or kinks. Make sure fluid delivery line (fdl) was secure and in lock position. Restart therapy and make sure water flow rate (wfr) was above 0.5 l/m and alert go away. Advised if water flow rate (wfr) was not above 0.5 l/m or alert remained to call back from a cell so that they could do additional troubleshooting.